Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while dissecting the prostate the bipolar fenestrated grasper broke and triggered an error. The instrument was replaced with a new bipolar fenestrated grasper to complete the surgery. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates the bmf was attached to sterile interface module (sim) sn: (B)(6). An error code ¿motor position limits¿ was triggered. The use life of the instrument was two hundred and twenty-eight minutes with a use count of two at the time of failure. Review of the provided images notes that three images show a bfg with open jaws and blood stains on it. It clearly shows the tungsten cable was broken and hanging out with blood stains. The fourth image shows a view of the distal end of the bfg with reference ID (B)(4) and serial number (B)(6) which matches the reported information. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.